Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.5. Date: (B)(6) 2010, lab: 5.7. Date: (B)(6) 2010, lab: 6.5. Date: (B)(6) 2010, lab: 6.1. Date: (B)(6) 2010, inratio: 2.5. Date: (B)(6) 2010, inratio: 2.5. Date: (B)(6) 2010, inratio: 3.5. Date: (B)(6) 2010, inratio: 2.5. Date: (B)(6) 2010, inratio: 3.5. Date: (B)(6) 2010, inratio: 2.5.

Manufacturer narrative:
Investigation pending.